Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 09-feb-2021 to ensure the replacement products resolved the initial concern. Able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from results obtained of 197, 200, 204 and 207 mg/dl. The customer¿s expected am fasting blood glucose test result range is 100-140 mg/dl and expected non-fasting blood glucose rest result is 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 246 mg/dl using the meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 30-sep-2021 and open vial date is 20-jan-2021. The meter memory was not reviewed for previous test result history. Customer stated the meter flashed 888 twice and went blank. Customer did not see a low battery symbol. The customer provided the following results: (B)(6).

Manufacturer narrative:
Sections with additional information as of (B)(6)2021: d8: was this device serviced by a third party? H6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed most likely underline root cause mlc-058 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.